Event description:
It was reported that the ilet bionic pancreas displayed recurring alert 38, indicating a device restart or motor stall, with the alert reappearing shortly after reboot despite initial troubleshooting and education; the device was replaced, and the user transitioned to backup therapy, while dexcom g6 use continued. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a technical review of the reported alarm behavior and remote troubleshooting. Investigation of the returned device revealed a suspected malfunction consistent with a consecutive stalled motor condition leading to repeated restart alerts. It was concluded, based on previously established findings for similar reports, that the cause was device failure of the pump motor mechanism of an undetermined root cause.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.